Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connector plate lifted from the self-adhesive of the infusion set resulting in an insulin leak. This issue occurred with the whole box of infusion sets.